Event description:
Baxter japan reported "breakage of the tip of occluder feet (1 months usage)" of the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.